Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon reported high vaulting with some micl implantable collamer lenses and has had to explant and exchange for shorter lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.